Manufacturer narrative:
Qn# (B)(4). The customer returned one 2-l PICC for evaluation. Signs of use in the form of biological material were present on the catheter body. The catheter had been intentionally cut. A large hole was observed in the proximal extension line adjacent to the luer hub. This damaged is consistent with the molding defect seen on PICC extension lines. The total length of the catheter measured 425 mm, or 42.5, which is not within specifications of 55.16-55.64 cm per catheter product drawing. This indicates at least 12.66 cm of the catheter body was cut and not returned. The outer diameter of the proximal extension line measured 0.09550", which is within specifications of 0.093-0.097" per proximal extrusion graphic. The inner diameter of the proximal extension line measured 0.056", within specifications of 0.055-0.059" per proximal extrusion graphic. This indicates that the wall thickness measured as expected. Both extension lines were flushed according to the IFU which states, "flush remaining lumen(s) with sterile saline solution, to establish patency and prime lumen(s)." Water leaked out of the hole in proximal line. The distal line flushed as expected. A manual tug test confirmed both luer hubs were secure to their extension lines. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not secure, staple, and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The complaint of an extension line leak was confirmed through a complaint investigation on the returned sample. A hole was found in the proximal extension line adjacent to the luer hub. The returned sample passed all relevant dimensional inspections. A device history record review was performed, and no relevant findings were identified. The type of damage observed is consistent with a manufacturing issue in the PICC lines. A non-conformance request has been initiated to further investigate this issue.

Event description:
PICC line was inserted on (B)(6) 2021. On (B)(6) 2021, the line was found to be "fractured" on a chemotherapy patient. The device was removed and replaced the same day to allow treatment to continue. It was reported there was a delay in treatment without harm to the patient.

Manufacturer narrative:
(B)(4).

Event description:
PICC line was inserted on (B)(6) 2021. On (B)(6) 2021, the line was found to be "fractured" on a chemotherapy patient. The device was removed and replaced the same day to allow treatment to continue. It was reported there was a delay in treatment without harm to the patient.